Event description:
On 02/06/2013, orthofix srl received information from the (B)(6) distributor that a third screw breakage occurred in relation to the complaint number (B)(4). On 02/25/2013, orthofix srl was informed that the fixator was removed totally. (B)(4). Please kindly refer also to the MFR report numbers 9680825-2012-00006 and 9680825-2012-00007 and relevant follow-up reports.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. (B)(4). According to orthofix srl historical records, this is the first breakage notified on this specific device lot. Technical eval: the third broken screw (also referred to as screw c) was examined by orthofix srl quality engineering area and then immediately sent to an external lab for chemical, mechanical, metallurgical and failure analysis. The results of the technical investigation evidenced that the returned screw was originally conforming to orthofix srl design specification. The device broke due to fatigue bending failure. Clinical eval: overall case. Please kindly refer to the attached file, re attachment to MFR report 9680825-2013-00004 - clinical evaluation summary. Final conclusion: based on the results of the technical investigation performed on the returned screw and on the evidence deriving from the clinical eval, orthofix srl can conclude that the breakage that occurred is not device related. Orthofix srl continues monitoring the devices on the market.